Event description:
It was reported via repair work order that the bed had angle sensor errors due to customer installing base and foot angle sensors upside down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.